Manufacturer narrative:
(B)(4). Evaluation summary: the analysis was performed by neometrics. The device was returned for analysis. A core break was observed at approximately 0.45" from the distal tip of the wire. The coil was observed to be stretched, but not broken. An investigation was conducted on (B)(6) 2016 which determined that it is likely that the physician, when attempting to cross the cto, damaged the guide wire and when the guide wire was removed, against resistance, it broke. This guide wire configuration has a 0.67 lb. Minimum tensile force specification which was met during in-process inspections and was likely surpassed during this procedure.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The device is manufactured by neometrics, inc; however, abbott vascular distributes the device and is responsible for MDR reporting.

Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto) located in the anterior tibial, below bifurcation, that was heavily calcified. The surepath 300cm guide wire would not cross the cto. The guide wire was removed from the patient anatomy, back through 0.018 compatible non-abbott support catheter with resistance. The tip appeared kinked, but then it was noticed that the inner core was separated, but held together by the outer coating which was ripped off distally. It was confirmed that no device fragment stayed behind the patients anatomy. The procedure was completed using a new support catheter with a non-abbott guide wire. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.